Event description:
A 67-year-old male with cardiomyopathy was supported with an impella 5.5 implanted via right axillary surgical arterial access on (B)(6) 2026 at 11:07 am. The pre support clinical state was consistent with scai shock stage a. On (B)(6) 2026, the patient developed non-sustained ventricular tachycardia (nsvt). On (B)(6) 2026, the patient continued to experience nsvt despite treatment with a lidocaine infusion and subsequently proceeded for heart transplant. The tachycardia is unlikely related and is most likely attributed to patientis underlying cardiac condition as they presented in scai stage a.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.